Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from severe and disabling injuries. Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation alleges that the patient suffers from severe and disabling injuries.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Doi: (B)(6) 2009 - dor: none reported (right hip). Update: 5/28/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were received and reviewed. There are no suggestions of complications or deviations from the recommended surgical procedure. From a medical perspective, based on the information available, it is unlikely the complaint is product related. There are no notes to confirm ongoing complaints of pain and discomfort. There is a risk of failure in any total joint arthroplasty that are due to a combination of unknown factors such as patient factors, surgical process and surgical technique. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.